Event description:
It was reported there was an infection of the lead and the lead was explanted. The event required hospitalization and there was no injury to the patient

Manufacturer narrative:
Product ID 7482a51, lot# serial# (B)(4), implanted: 2009-(B)(6), product typ extension product ID 748251, serial# (B)(4), implanted: 2002-(B)(6), product typ extension product ID 3387-40, lot# j0208359v, implanted: 2002-(B)(6), product typ lead product ID 3387-40, lot# j0205061v, product typ lead. (B)(4).